Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to position the device was unable to be replicated in a testing environment due to the condition of the device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft detachment or difficult to position from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during advancement of the 3.5x23mm xience v stent delivery system, the device met resistance with the tip of the guiding catheter and the proximal shaft separated. Another device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.